Event description:
The customer reported via the sales rep that a patient has presented with pain and a swollen knee. Pathology testing has been performed. Further information has been requested.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.